Event description:
Plaintiff reports initial implantation of the right implant 10/17/84 with explant 4/16/85. Plaintiff alleges various illnesses including but not limited to, joint pain and disability.